Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received a subcutaneous implantable cardioverter defibrillator (s-ICD) system in which later in the evening received a shock. It was noted that they were shocked so hard they saw a bright light and temporarily could not see. Technical services (ts) reviewed noting this was likely air entrapment oversensing which caused the inappropriate shock. Ts recommended evaluating this patient in the clinic to perform x ray imaging and troubleshooting and to consider reprogramming to secondary vector. This electrode remains in service. No adverse patient effects were reported.